Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016: eus-hgs was performed and bs1010bp was applied for drainage. (Primary disease: caput pancreatis cancer) half of stent (5cm) was placed inside the intrahepatic biliary tract and the other half (5cm) was placed out into the stomach. Next morning: CT scan confirmed stent dislodgement. The 5cm placed inside the intrahepatic biliary tract was completely out of the position and free. The other half (5cm) inside the stomach was rather fixed to the stomach wall. On (B)(6) 2016: stent was removed endoscopically via stomach. Clips (no details provided) were applied for closure of eus-hgs puncture site.